Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net on (B)(6) 2020. The transmission showed the pacemaker had gone into backup vvi operation on (B)(6) 2020. The patient was then brought to the clinic and a device restoration was successfully performed. No patient symptoms were reported.